Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient suffered from acute gastrointestinal bleeding and hemorrhagic shock. Oxygen saturation was decreased and the patient aspirated. Examination of the device found that the tracheal tube was leaking, and the pilot balloon was pinched and deflated.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.